Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to another device (doctor¿s meter). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2017. The patient reported obtaining blood glucose readings of ¿294 mg/dl¿ with the subject meter and ¿251 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that she manages her diabetes with a combination of long acting insulin and oral medication and claimed she took less food and drink in response to the alleged issue. The patient reported that she ¿passed out¿ on (B)(6) 2017, after the alleged issue began. The patient claimed that later that week she attended the emergency room (ER) where she was treated with anti-nausea pills. No additional treatment was provided. The patient reported that her blood glucose was tested on the ER device but was unable to recall the result obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.